Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 558mg/dl. The customer treated with insulin. Customer indicated that their infusion set was loose which caused their high blood glucose. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined to troubleshoot for their high blood glucose. The insulin pump was not returned for analysis.